Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and the instrument data, the fse determined that the cause of the event was a malfunction of the acid pump. The fse removed and replaced the pump then ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant results on multiple assays were generated by the advia centaur system. The system displayed signal errors which alert the user to instrument issues. The results were released from the laboratory. The customer retested the samples on the same instrument and obtained results within expectations. Corrected reports were issued. There were no reports of adverse health consequences or known patient intervention due to the discordant results.